Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/2/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d4, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one open folder packet was received for analysis. Product code nw9304, lot t3013. During the visual inspection of the foil packet, it was noted that, the suture or needle was not returned for evaluation. Therefore, the event described could not be confirmed. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 1/23/2026. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did the reported issue contribute to any patient adverse consequences? Could you please confirm the exact quantity of sutures disconnected from needle before usages? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: 1. No. 2. 5. 3. Yes, need to send please share address. Product code: (1) nw9304; lot#: t1002 and (1) nw9304; lot#: t3013. 1. Could you please clarify if the extra device belongs to this complaint? 2. If not, could you please clarify if the extra product received belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn't belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. These two foils are from a j hospital only. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a whipple choleycystectomy procedure on (B)(6) 2025 and suture was used. During the procedure, suture got cut during whipples procedure. No adverse patient consequences were reported. Additional information was requested.